Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons sticky and had to press multiple times to get them to work and act button faded. No harm requiring medical intervention was reported. The customer stated that insulin pump received random unexplained no delivery alarms, changes batteries every two weeks and battery life diminished and rejects new batteries during replacement. The device will not be returned for analysis.